Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a panendoscopy procedure performed on (B)(6) 2026. During the procedure, when performing the rotation to release the band, the band was not released until the second rotation. Subsequently, the band was released without the movement being executed. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6 (device codes): problem code a150203 captures the reportable event of bands difficult to deploy. Block h6 (device codes): problem code a150103 captures the reportable event of bands premature deployment.

Manufacturer narrative:
Block h6 (device codes): problem code a150203 captures the reportable event of bands difficult to deploy. Block h6 (device codes): problem code a150103 captures the reportable event of bands premature deployment. Block d2a correction: ligator, esophageal. Investigation results: the complaint device was not returned. Therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the bands failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a panendoscopy procedure performed on (B)(6) 2026. During the procedure, when performing the rotation to release the band, the band was not released until the second rotation. Subsequently, the band was released without the movement being executed. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.